Event description:
A us distributor returned a monitor and reported the monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting due to a loose battery tab on the j1, causing an intermittent connection with the battery. The root cause for the defective j1 was unable to be positively identified. No adverse event resulted from the damaged monitor.